Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger will not power on and it is not that old because it was only sent to them last year. Patient services (pss) had the caller reset the device and plug the desktop charger (dtc) into the recharger. The caller stated that the device was indicating the it was charging. Pss had the caller start a charging session of the ins. The caller confirmed that therapy was on, but stated that the caller was getting poor coupling. A replacement antenna will be mailed to the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37751 serial# (B)(6): product type recharger review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.